Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo (B)(4) will be reported by us, the legal MFR, arjo (B)(4) on behalf of our sales and distribution company in (B)(4), arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
As stated by the customer (B)(6) 2010: potential incident - during transport of pt on bolero bath trolley to the tub, the caregiver was pulling the handle (head side) of the bolero when the caregiver stated that the trolley tipped over. Found that the floor area was uneven (floor tile) at the area where the incident occurred. There is also limited space for maneuvering the bolero to the tub.